Event description:
When catheter was disassembled, it was found that the small rubber gasket/washer type object became separated from the rest of the device and was found on the patient's skin at the end of the procedure. The part was so tiny, if it had become separated earlier in the case it could have been left inside the patient's incision and no one would have even seen it. It is dangerous first to come off, and then it is a flesh colored item which makes it even harder to see.